Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported.

Manufacturer narrative:
The returned part of the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.